Event description:
It was reported that the patient with artificial urinary sphincter (aus) experienced recurring incontinence. The device was removed and replaced. No other patient complications were reported.

Manufacturer narrative:
Update to: block h6 patient code added code e2015.

Event description:
It was reported that the patient with artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. The device was removed and replaced. No other patient complications were reported.